Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('bad cramps') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for essure removal). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.